Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt could not turn their stimulation on. Pt reported ins shut itself off even though ins was charged to 70% and pt could not turn ins back on. This issue had been going on for several weeks. Pt said they tried to reset the controller (ptm). Ptm showed 'stimulation off'. Pt called for help turning stimulation on. Reviewed to press stim on/off button. Pt pressed the button and was able to turn stim on. Pt confirmed stimulation was working now. Reviewed ins turns off if it depleted. Pt reported it shut off when ins was at 60-70%. The battery charge lasted for a day or 3 quarters of a day and pt goes to charge and notices ins is off. Pt said they checked every 30 min to see if ins was on. Pt mentioned they charged ins every night. Pt reported their back was killing them if ins went off. Pt reported they had been having a problem with their back burning and stinging. Burning and stinging quit for a while and now it was back. Asked when the burning and stinging started. Pt did not answer and repeated they had the ins for 1.5 year. Pt said the medtronic rep was out of the office till like june 29th. The rep was not aware of the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.